Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty first regulator unit. However, it was not possible to further surmise the cause of the defect. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, gas leakage from the 1st regulator unit due to unregulated gas input to the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit showing leakage and making sound from inside. The issue was found during the therapeutic lap cholecystectomy procedure. There was no delay in the procedure due to the malfunction. The procedure was completed with the same device. There were no reports of patient harm.